Event description:
On april 17, 2015, intuitive surgical, inc. (Isi) received medwatch report (B)(4). The event details are as follows: while suturing with a mega suturecut needle driver during a robotic nissen fundoplication, one side of the instrument fell off. The instrument tip was retrieved by the surgeon. No harm was evident, physical or otherwise. On (B)(4) 2015, isi contacted the site's surgical technician who was present during the surgical procedure. According to the surgical technician, the surgeon was performing suture for approximately 1 minute and after tieing one of the stitches, the mega suturecut needle driver instrument broke. The surgeon was able to retrieve all of the broken instrument pieces using a handheld laparoscopic grasper instrument. The surgical technician indicated that no surgical intervention or other remedies were required to remove the fragments from the patient. According the surgical technician, the patient recovered as planned and has not returned to the hospital due to experiencing any post-operative complications.

Manufacturer narrative:
On 05/18/2015, the site's surgical technician who initially reported this complaint confirmed that only one jaw on the megasuturecut needle driver instrument broke off and fell into the patient. According to the scrub technician no other fragments from the instrument were observed to have fallen into the patient.

Manufacturer narrative:
The instrument has not been returned to isi for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted to the FDA if the instrument is returned (post engineering evaluation) or if additional information is received. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have likely caused or contributed to the reported failure mode. This complaint is being reported due to the following conclusion: during a da vinci nissen fundoplication procedure, the mega suturecut needle driver instrument broke causing pieces from the instrument to fall into the patient. Per the information provided, the broken instrument pieces were retrieved and there was no harm to the patient.